Manufacturer narrative:
The customer complaint that a syringe was not recognized was not confirmed or replicated since no product or device logs were returned for investigation. Ensure an approved syringe is used (reference the user manual or tip sheets titled: alaris¿ syringe module: compatible syringes and flow rate ranges and alaris¿ syringe module: compatible prefilled normal saline syringes and flow rate ranges). Ensure the syringe is chosen correctly on the display. Selecting an incorrect syringe manufacturer and size may cause an underinfusion or overinfusion to the patient. Thick labeling or adding a component to the syringe that is larger than the diameter of the syringe may prevent the device from correctly recognizing the installed syringe. Selecting an incorrect syringe may cause an underinfusion or overinfusion to the patient. The customer also requested a technical resource go onsite and inspect the devices they currently have in their shop, as well as their cleaning process "and such" to ensure they are handling the devices appropriately. A bd practice consultant was onsite on january 15, 2019 and may 29, 2019 to address the customer concerns. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The system was being used for treatment. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted the customer stated that there was patient involvement.

Event description:
The customer reported having issues with syringe modules, and that the most common is the module not recognizing the correct syringe size; it is varying sizes, but mostly 20ml and lower. The customer stated, "we have had a few medication events because the nurse did not catch it when programming the pump, but no patient harm." The customer is requesting a technical resource go onsite and inspect the devices they currently have in their shop, as well as their cleaning process "and such" to ensure they are handling the devices appropriately. The devices were newly installed as of (B)(6) 2018. The customer reported they were reviewing incidents and found they mostly all have a calibration date of (B)(6) 2000. The location of the event was possibly the nicu.